Manufacturer narrative:
1038671-2023-00658.

Event description:
It was reported via a legal notification, that a patient, who had a left knee implanted with a recalled optetrak logic ps polyethylene tibial insert on (B)(6) 2011, underwent a left knee revision to remove the recalled device, on (B)(6) 2023, approximately 11 years 5 months post the initial procedure due to accelerated and preventable wear of the of the optetrak logic ps polyethylene tibial insert. Additionally, the legal document stated the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.